Event description:
It was reported that a y-type irrigation set became disconnected from a solution bag. This occurred during infusion with an unknown infusion pump. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.